Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received excessive no delivery alarms. Customer's blood glucose was 456 mg/dl. Customer reported that when infusion set was removed, insulin would flow then. Customer removed insulin pump and began treating with manual injection. Customer declined troubleshooting for high blood glucose.